Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was defective which resulted in no flow of medication through the set. The line was primed but the medication would not infuse when connected to the patient. The medication being infused was not specified. This incident resulted in a delay in the intubation procedure and the line needed to be changed ¿to give bolus/push medications for the procedure¿. No additional information is available.